Event description:
It was reported that the device was used during a diagnostic laparoscopy. It was reported by the rep that the 512b trocar was inserted at the umbilicus. A camera was inserted and removed several times during the case. The outer gasket was found to be torn. A second trocar was opened and used to complete the case. The operating room time was extended approx five minutes. There was no consequence to the pt.